Event description:
Procedure: hernia. According to the reporter: about a year ago, the surgeon had a problem with the mesh and stopped using it. The surgeon was very vague about the incident. A patient came back in with an issue and it was very difficult to fix and required intervention. During the reoperation, the surgeon noted that grips did not grip into tissue.

Manufacturer narrative:
(B)(4).